Event description:
Boston scientific received information that this left ventricular lead had dislodged. Additionally, this lead was exhibiting increased threshold measurements. This lead was successfully repositioned. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.